Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse realigned the instrument sorter alignment for the barcode reader which resolved the issue. The customer was subsequently able to run quality control (qc) and a proper tray scan. No further issues were noted. No further action was required by field service. The device was installed at the site on 30mar2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30mar2018 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual; chapter 4 - overview of system operations was reviewed: loading of test cups: load the test cup trays into the test cup sorter drawer with the barcode labels facing the right; otherwise they cannot be read by the unit. If a sorter scan error occurred, once open the drawer concerned and fully pushed into the end again for re-scanning, otherwise the test cup inventory on the drawer will be registered as zero. The most probable cause of the reported event was due to misalignment of the sorter.

Event description:
It was reported that the customer experienced issues with the sorter barcode reader for their aia-2000st analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth) and alfa-feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.